Manufacturer narrative:
Tech replaced the head end casters to resolve this issue. Stretcher found in basement.

Event description:
Info received that the head end casters would set, but ratchet. No injury reported.